Event description:
Case of (B)(6) male that came as an outpatient for his colonoscopy on (B)(6) 2017 due to a personal history of colon polyps. Procedure was started at 8:46 am, cecum reached at 8:49 am. During retrieval of scope noted a polyp (1.0 cm) in the ascending colon. It was completely removed without complications by hot snare. To approximate the borders an olympus clip hx 202ur 58k was used in view that patient was a user of plavix and asa. Clip was deployed, but it didn't release from the main port of it. So it was still attached. Multiple attempts were made to detach the clip from the main port being unsuccessful. Called the olympus rep while in the middle of procedure with the assistance of other nurses and md. Despite their recommendations the clip remained attached and we couldn't detach it from the main port. Their final recommendation was surgery. The clip was even cut at the most proximal part and nothing. Finally we were able to push forward the clip, remove the colonoscope and put another thin slim pediatric scope. The clip finally fell off in the attempt of removing the colonoscope. No bleeding was noted and area carefully examined with some inflammation. Another clip was placed, this time boston scientific radial jaw clip without any problems. So this was a close call for possible major complications due to malfunctioning equipment, this case the olympus clip. Third time has misfired during different procedures. Manufacturer was informed in other occurrences.